Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in d8, h4, h6, and h10. Device history review (DHR): a manufacturing and quality control review was performed for device a0393 with the reported lot number. There is no non-conformity associated with this device with respect to the described issue. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. The instructions for use (IFU) shipped with the device provides the user with the following information related to the reported event: in order to avoid such incidents, the instructions found in the instructions for use (IFU) should be followed. This would be, firstly, that the service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20nm), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable cause: it is evident from the lot number that the device was manufactured in the year 2015. It can therefore be assumed that the cable was used for longer than the specified 12 months. The cause of the damage is therefore most likely due to age-related wear in connection with improper handling.

Manufacturer narrative:
This report is being updated to provide additional/corrected information provided by the customer.

Event description:
New information provided by the customer: the nurse did not experience a burn, she felt a ¿jolt¿ (electrical shock sensation) when she touched the cord. The nurse required no treatments, and lost no work time. The nurse was evaluated in employee health due to the shock sensation.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information this event has been reported by the importer on MDR# 2951238 - 2021 - 00373.

Event description:
The customer reports, during an unspecified procedure using a high frequency monopolar cable, the cable sparked when plugged in causing a burn to a nurse's hand. Additional details regarding the nurse, patient and event have been requested, at this time, no further information has been provided. The customer states the internal investigation of this event is ongoing. This is report 1 of 2, the related complaint is captured in (B)(6).